Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 120.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device confirmed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation during insertion into a microcatheter. The lantern mentioned in the complaint was not returned for evaluation. Pod6 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm (aaa) using pod6 coils. During the procedure, while introducing a pod6 coil into a lantern delivery microcatheter (lantern), the technologist inadvertently bent the pod6 coil pusher assembly. Therefore, the pod6 coil was removed and the procedure was completed using a new pod6 coil and the same lantern. There was no report of an adverse effect to the patient.